Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental report #01 inadvertently did not include information that the generator and lead had been received for product analysis. D10 device available for evaluation, corrected data: supplemental report #01 inadvertently did not include device received date of 06/17/2020.

Event description:
The explanted devices were received by the manufacturer and product analysis was completed. Comprehensive electrical testing showed that the generator performed according to all functional specifications. A vboost compliance voltage condition was identified, indicative of the generator output being left programmed on following the high impedance. No other generator anomalies were identified. Lead product analysis was completed. The lead fracture was confirmed. Abraded openings were identified in the inner silicone tubing. Pitting was identified on the coil surfaces at both lead fracture locations. All other conditions of the returned lead were consistent with conditions typical of explanted leads. Note that a large portion of the lead body was not returned, so analysis and resulting assessment cannot be made on that portion of the lead. No additional relevant information has been received to date.

Manufacturer narrative:
B3 date of event, corrected data: supplemental report #02 inadvertently did not include updated event date. B6 relevant tests/laboratory data, corrected data: supplemental report #02 inadvertently did not describe that the 25% change in impedance history showed high impedance on or before (B)(6) 2019.

Event description:
The patient underwent full revision surgery to replace both the generator and lead. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high lead impedance, output current not delivered, and an intensified follow-up indicator = yes battery status. The vns was disabled following the discovery of the high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.